Event description:
On an unknown date, a patient was implanted with an unknown locking compression plate (lcp). It was later discovered on an unknown date that the patient had a fracture proximal to the plate. The patient underwent revision surgery to remove the plate. It was stated that the fracture was not related to the plate, and the patient was not in pain. No additional information is available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.